Manufacturer narrative:
The field service representative (fsr) verified the blank screen on the roller pump. The fsr replaced the small display assembly. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump screen went out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review: on (B)(6) 2021, the log showed a perfusion screen was opened, a case was likely run and the perfusion screen was exited. The central control monitor (ccm) was shut down and the system was powered off. At 12:05:32 pm, the system was powered up and a perfusion screen was opened. It is possible that the end user was setting up for the next case and that this was when the display went off. The perfusion screen was exited and the ccm was shut down at 12:25:11 pm. The system was power cycled. At 12:26:25 pm the system was powered up and a perfusion screen was opened. At 12:27:53 pm the small roller pump went missing. Either the end user disconnected it trying to troubleshoot or this is where the display went off. At 12:28:33 pm the roller pump was detected again. At 12:34:38 pm the roller pump went missing again. At 12:38:53 pm the roller pump was detected again. During laboratory analysis, the product surveillance technician (pst) connected the small roller pump display to lab use only (luo) testing equipment and powered it on. The roller pump display was monitored with no observations of the screen turning off. The pst did not observe any anomalies during a visual inspection. The roller pump display functioned as intended.